Event description:
Telemetry dropouts (loss of signal) occurred in the definitive observation unit (dou). Interference was identified as the root cause of the dropouts at the central monitoring station. The interference in the wmts band was identified as coming from a source other than mde equipment. No pt incidents were reported.